Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation- yes') and pelvic pain ('chronic pelvic pain / severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("excessive abdominal bloating"), alopecia ("excessive hair loss"), fatigue ("fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy to remove her essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation outcome was unknown and the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, abdominal distension, alopecia, fatigue and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, fatigue, menorrhagia, pelvic discomfort, pelvic pain and uterine perforation to be related to essure. The reporter commented: she sought treatment for her symptoms. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Discrepancy noted in insertion date (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received: migration was added as a event. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the remainder of the left fallopian tube with the coils removed from the proximal lumen box'), embedded device ('the proximal aspect of the lumen displays an embedded shiny silver wire'), uterine perforation ('migration/ perforation- yes'), fallopian tube perforation ('essure device is found protruding from the serosa of the proximal left fallopian tube/ perforation') and pelvic pain ('chronic pelvic pain / severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, menorrhagia, dysmenorrhea, dyspareunia, adhesion, adenomyosis, uterine cervical squamous metaplasia, nabothian cyst and cervicitis. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("excessive abdominal bloating"), alopecia ("excessive hair loss"), fatigue ("fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomies, total laparoscopic hysterectomy, bilateral salpingectomies,the davinci robotic platform and hysterectomy to remove her essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, uterine perforation and fallopian tube perforation outcome was unknown and the pelvic pain, pelvic discomfort, abdominal pain, menorrhagia, abdominal distension, alopecia, fatigue and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, device breakage, embedded device, fallopian tube perforation, fatigue, menorrhagia, pelvic discomfort, pelvic pain and uterine perforation to be related to essure. The reporter commented: she sought treatment for her symptoms. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Discrepancy noted in insertion date- (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed.. Concerning the injuries reported in this case, the following were reported from patient¿s medical record: device breakage, embedded device, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2021: mr received: events: 'the proximal aspect of the lumen displays an embedded shiny silver wire' and 'the remainder of the left fallopian tube with the coils removed from the proximal lumen box', 'tip of the essure device is found protruding from the serosa of the proximal left fallopian tube' were added. Medical history, reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('the remainder of the left fallopian tube with the coils removed from the proximal lumen box'), embedded device ('the proximal aspect of the lumen displays an embedded shiny silver wire'), uterine perforation ('migration/perforation- yes'), fallopian tube perforation ('essure device is found protruding from the serosa of the proximal left fallopian tube/perforation') and pelvic pain ('chronic pelvic pain/severe pain'). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: pelvic pain female, menorrhagia, dysmenorrhea, dyspareunia, adhesion, adenomyosis, uterine cervical squamous metaplasia, nabothian cyst and cervicitis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("excessive abdominal bloating"), alopecia ("excessive hair loss"), fatigue ("fatigue"). And arthralgia ("joint pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomies, total laparoscopic hysterectomy, bilateral salpingectomies,the davinci robotic platform and hysterectomy to remove her essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, uterine perforation and fallopian tube perforation outcome was unknown. And the pelvic pain, pelvic discomfort, abdominal pain, menorrhagia, abdominal distension, alopecia, fatigue and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, device breakage, embedded device, fallopian tube perforation, fatigue, menorrhagia, pelvic discomfort, pelvic pain and uterine perforation to be related to essure. The reporter commented: she sought treatment for her symptoms. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. And she has otherwise suffered serious and permanent injuries. Discrepancy noted, in insertion date: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, results: coils were properly placed. Concerning the injuries reported in this case, the following were reported from patient¿s medical record: device breakage, embedded device, fallopian tube perforation. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-mar-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("excessive abdominal bloating"), alopecia ("excessive hair loss"), fatigue ("fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy to remove her essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, abdominal distension, alopecia, fatigue and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, fatigue, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: she sought treatment for her symptoms. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation- yes') and pelvic pain ('chronic pelvic pain / severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("excessive abdominal bloating"), alopecia ("excessive hair loss"), fatigue ("fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy to remove her essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation outcome was unknown and the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, abdominal distension, alopecia, fatigue and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, fatigue, menorrhagia, pelvic discomfort, pelvic pain and uterine perforation to be related to essure. The reporter commented: she sought treatment for her symptoms. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Discrepancy noted in insertion date - (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.